Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device no longer works. The specific reason why the device stopped working was not reported. The whole system was removed and replaced. No patient complications were reported.